Event description:
It was later reported that the pump had a motor stall back in august and recovered a few days later but then stalled again shortly after that and still has not recovered since then. The patient was planning to have the pump replaced at some point. In the interim, the plan was to disable the alarms by putting pump in off state; the patient did not show up for that appointment.

Event description:
It was reported that telemetry confirmed a critical alarm had occurred due to 'stopped pump may exceed tube set'. The logs indicated that the pump had been permanently stalled since 8/28. The patient reported that he did not have an MRI. The patient has had CT scans and x-rays recently. The patient experienced an increase in pain. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient was treated with orals so no withdrawal occurred. The patient does not want to have "it explanted or a new pump implanted at this time".

Manufacturer narrative:
Cath model 8709, serial (B)(4), implanted: 2007 (B)(6). Expl unk medtronic, inc.